Event description:
Reportable based on device analysis completed on 29feb2024. It was reported that a balloon inflation failure occurred. The 80% stenosed, 3.0 x 12mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.0mm x 8mm quantum maverick balloon catheter was advanced for dilatation. However, during procedure, while inside the patient, the pressure was not sufficient and could not provide enough support. The procedure was completed with another of the same device and no patient complications were reported. However, device analysis revealed hypotube detached/separated.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. Visual inspection revealed that at 53.3cm from the strain relief, the hypotube was separated. Microscope inspection revealed no damage or irregularity. There was contrast in the inflation lumen and the tightly folded balloon. Functional testing from the separation, the distal end of the device was connected to a touhy and then was connected to the calibrated pressure gage with a prepped with an inflation device filled with water to inflate the device. The device inflated to rated burst pressure which was 20 atmospheres and deflated with no issue.